Event description:
Patient underwent left ankle medial arthrotomy with drilling of osteochondral defect (ocd)lesion. The ocd lesion was irregular, however, the overlaying cartilage cap was not loose. This area was drilled using a 2.0 mm single-use drill bit. Because of the very posterior location of the lesion, the anterior portion was drilled directly and the posterior portion was drilled using a transmalleolar approach. Upon redirecting the drill bit, the drill bit broke off within the medial malleolus. The incision over the medial side of the ankle was enlarged slightly and the drill bit was identified and completely retrieved in its entirety. An x-ray was obtained and confirmed that the drill bit was completely retrieved. Surgery proceeded with no further complications. This facility has recently transitioned to single-use drill bits. Broken drill bit is available for inspection upon request.